Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00021 on 12mar2020. Additional information (22may2020): the customer contacted the siemens customer care center (ccc) and siemens headquarter support center (hsc) reviewed the data provided by the customer. Customer declined to send samples for further evaluation. Siemens determined that the potential cause is the differences in the instruments used by the customer to compare values. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2020-00019_s1 was filed in conjunction with this report.

Manufacturer narrative:
Siemens is investigating the issue. MDR 2247117-2020-00019 was filed in conjunction with this report.

Event description:
One initial and, upon repeat, five discordant thyroglobulin antibody patient results were obtained on two immulite 2000 xpi instruments. The initial and five repeat results were falsely depressed and were not reported to the physician(s). The same sample was repeated on a non-siemens instrument, and on an advia centaur instrument. The repeated result from the non- siemens instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroglobulin antibody patient result.